Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection and subsequent disconnection of the supply bag from the supply line, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a supply bag that had disconnected which resulted in the leak. When the connection to the supply bag was made, the connection would not tighten completely even after trying multiple times to tighten it. The technical service representative advised the patient to remove all of the supplies and re-start with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.